Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets were bent and blood glucose went up to 400 mg/dl. The customer's current blood glucose was 183 mg/dl. The product was not returned for analysis.